Event description:
Information received from the field notes that the patient was in the hospital post operation when the ventricular lead was found to be dislodged. The lead was repositioned but it dislodged a second time. Therefore it was replaced.